Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: during evaluation, the pump was unable to detect the cartridge during the load cartridge step. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: during evaluation, the pump was unable to detect the cartridge during the load cartridge step. The pump was opened and a component in the force sensor circuit was found to be shifted on the printed circuit board. The component was found to have a cold solder connection to the circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction/removal reporting#: 2531779-03/24/2010-003-r. (B)(6).

Manufacturer narrative:
(B)(4): review of the black box revealed 'no cartridge detected' warnings. On testing, the pump failed to recognize the cartridge during the load step and emitted a "no cartridge detected" warning. A force sensor calibration test was performed and confirmed the sensor was out of calibration. Complete functionality testing was not able to be accomplished due to the pump's failure to recognize the cartridge. The pump was opened and revealed that a component on the printed circuit board had shifted out of place.